Event description:
It was reported that the patient was seen in the ventricular assist device (vad) clinic on (B)(6) 2026 for check-up where they reported intermittent ¿thumping¿ in the chest. Log files were submitted for review which captured routine events. No rotor or vad issues were noted in the log file. The vad and peripheral equipment were functioning as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.